Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services stated that the fault was determined to be an electrical connection failure and replaced the connector / back panel to solve the intermittent issue. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the screen kept cutting in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.